Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). Pre-dilation was performed with a balloon. A 3.00 x 28mm synergy¿ drug-eluting stent was advanced to treat the lesion. During repositioning, it was noted that the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Corrected age at time of event (B)(6) years old. Corrected event date (B)(6) 2017. Corrected date of this report from 07/24/2017 to 07/26/2017. Corrected upn (B)(4). Corrected catalog/model # from 39262-2830 to 39262-2040. Corrected device lot number from 18997501 to 20309525. Corrected device expiration date from 08/22/2017 to 08/12/2018. Corrected returned to MFR. On from 08/04/2017 to 09/06/2017. Corrected device manufactured date from 03/22/2016 to 03/01/2017. Device evaluated by MFR: a synergy ous mr 4.00 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified distal stent damage. Distal stent struts 1-3 were damaged and pulled in a distal direction. The remainder of the stent was undamaged. The crimped stent od (outer diameter) of the undamaged section was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. A review of documentation was performed to ensure that all required in-process and final inspection and testing have been completed and all acceptance criteria are met. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was 90% stenosed, located in the right coronary artery (rca) and not 95% stenosed located in the left anterior descending artery (lad) as previously reported. Furthermore, the complaint device was a 4.00 x 20 synergy¿ drug-eluting stent and not a 3.00 x 28mm synergy¿ drug-eluting stent. The part of the strut in front of the guiding catheter was observed to be widen.